Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The hospital¿s biomedical engineer department investigated the complaint weeks after the reported incident. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse ran tests on the iabp and the unit did not stop unexpectedly during many hours of use and testing. The getinge fse was unable to reproduce the reported failure, ¿unexpected system shutdown¿. However, the fse opted to replace the power on/off cable assembly as a precaution. All testing passed and the iabp unit was cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) stopped without warning, failed to go back up, and would not restart with normal console operating switch. There appeared at the time to be no electrical activity in the iabp, no sound, no balloon inflation and no monitor. The nurse looking after the patient was not in the room at the time (sitting at charts just outside the room), and no cords were found to be loose (no one had been in the room for some time). The iabp was connected to a power point on the pendant but that was fully functional (no trip had occurred). While the iabp was checked, the patient¿s ventilation and vasopressors were adjusted to keep the patient hemodynamically stable. The slave switch at the back of the iabp unit was turned off and then on to see if anything would happen. As a result, the iabp rebooted and then continued to operate without any problem until the morning shift removed the iabp later in the day. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed at this time, as we were not able to obtain the serial number for the iabp associated with this complaint. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) stopped without warning, failed to go back up, and would not restart with normal console operating switch. There appeared at the time to be no electrical activity in the iabp, no sound, no balloon inflation and no monitor. The nurse looking after the patient was not in the room at the time (sitting at charts just outside the room), and no cords were found to be loose (no one had been in the room for some time). The iabp was connected to a power point on the pendant but that was fully functional (no trip had occurred). While the iabp was checked, the patient¿s ventilation and vasopressors were adjusted to keep the patient hemodynamically stable. The slave switch at the back of the iabp unit was turned off and then on to see if anything would happen. As a result, the iabp rebooted and then continued to operate without any problem until the morning shift removed the iabp later in the day. No patient harm or adverse event was reported.